Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio re-seated the main keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device would not power on. There was no report of pt involvement associated with the event.